Event description:
The pt's mother reported persistent blood glucose meter "meter error 3" messages over the last week. Pt is using correct test procedure. The pt delivered a 16 unit bolus dose of insulin without a blood glucose measurement and is currently being treated in the emergency room for low blood glucose.

Manufacturer narrative:
The returned device was evaluated and performed within specs. No malfunction or other product condition that would have contributed to the pt's low blood glucose was found. While 4 "meter error 3" messages were recorded in the 24 hours prior to the event, 6 successful blood glucose tests were recorded as well. The blood glucose and insulin treatment history recorded in the device is as follows: (B)(6) 2012 - 12:32 am: meter error 3, 12:33 am: "high" (>500 mg/dl); 11.8 unit insulin bolus, 1:30 am: meter error 3 (twice), 1:31 am: "high"; 5.3 unit bolus, 2:54 am: 141 mg/dl, 3:21 am: 158 mg/dl, 11:12 am: 303 mg/dl; 6.1 unit bolus (calculated by device), 8:13 pm: "high", 8:14 pm: 16.00 unit bolus. On (B)(6) 2012 - 12:11 am: meter error 3. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "to ensure accurate results, wash your hands and the test site (for example, your upper arm) with soap and water. Do not leave any cream or lotion on the test site. Thoroughly dry your hands and the test site." It advises "always check your blood glucose levels frequently while treating hyperglycemia. You don't want to over-treat the condition and cause your bg level to drop too far." Possible causes of meter error 3 include "incorrect test procedure (for example, putting blood on the test strip before inserting the test strip into the meter, or applying blood before the blood drop and test strip symbols display) or a problem with the test strip." In case of meter error 3, it advises "conduct a control solution test using a new test strip. If the results of the control solution test are within the range printed on the side of the test strip vial, retest using blood and a new test strip."